Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred and there was a delay in clearing the alarm. The customer's blood glucose level was not impacted.